Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) prior to magnetic resonance imaging (MRI) noted loss of capture (loc) on the left ventricular (lv) lead. The root cause of the loc was not determined. Programming changes were made to the lead configuration. This product remains implanted and in service. No additional adverse patient effects were reported.